Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was admitted to the intensive care unit (reason unknown) for a considerable period of time, and hence, was unable to use/charge the ipg since (B)(6) 2015 (exact date of event is unknown). The patient currently does not have stimulation. The ipg was unable to communicate with external devices. Subsequently, surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored post-operatively. Concomitant devices are unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.